Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening on radius assessed as fold flaw opening. Additional observations: no other observations observed on the device.

Event description:
Patient reported left side deflation. Healthcare professional later reported deflation. Healthcare professional later reported "hole, non-specific." Device has been explanted.

Event description:
Patient reported left side deflation. Healthcare professional later reported deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.